Event description:
The facility reported an infusion pump with a failure code 500. The facility's representative stated that there were no reports of patient incidents on this pump since the last baxter service event. Although information was requested by baxter, no information was available regarding the date this report occurred, the medication involved, pump programming and set-up information, specific patient information, tubing product code and lot number in use.